Event description:
Procedure: sleeve gastrectomy. According to the rptr: the instrument did not staple properly. One half of the section was not stapled. The stomach was re-stapled with add'l tissue resection.

Manufacturer narrative:
(B)(4).